Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was defective. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop are still in place. Viscoelastic is observed in the device. The plunger is located prior to the start point. The lens is within the loading area and does not appear to have been advanced. No damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was used. The root cause cannot be determined for the complaint of "return back defective implants not claimed". No damage is observed to the device or lens. The lens is in the loading area. The plunger is prior to the starting point. The lens stop and plunger lock are still in place. The manufacturer internal reference number is: (B)(4).